Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Bd notes that loss of vacuum and premature launch of the mechanical separator can in most cases be caused by the non-patient needle not penetrating the tube stopper and the mechanical separator in the center. If the needle penetrates the stopper or mechanical separator in the sidewall, this could result in premature vacuum loss or premature launch of the separator.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation there was rbc residue left on top, poor vacuum and separator went down collecting blood on top.

Manufacturer narrative:
Correction: date of event: (B)(6) 2018.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation there was rbc residue left on top, poor vacuum and separator went down collecting blood on top.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation there was rbc residue left on top, poor vacuum and separator went down collecting blood on top.